Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (chirping / does not charge batteries properly) was confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was thermally damaged on the bedside board. The cause of the inability to charge a battery pack is the damaged transistor. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was emitting a chirping sound and not charging the batteries properly.